Manufacturer narrative:
The insulin pump was received with rf pic failed self-test alarm error alarm during self-test due to faulty rf board. The insulin pump had cracked case at display window corner, minor scratched lcd window and cracked reservoir tube lip.

Event description:
The customer reported via phone call of a rf pic failed self-test alarm from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that he received the rf pic failed self-test alarm daily for the last two weeks. The customer stated that when he cleared out the alarm, it will restart and countdown and it will work fine the next day and the alarm will occur again. The customer stated that the alarm did not occur during the rewind sequence. The customer was advised to perform the rewind process again. The customer was advised to perform an easy bolus into the air. The bolus amount was recorded in the bolus history. The customer stated that the temporary basal was not programmed before the alarm occurred. The customer will be sent a replacement pump.